Event description:
Diagnosed with fibromyalgia, psoriasis, itchy skin and scalp, nausea and vomiting, hair loss, memory loss and hard time concentrating, constant headaches, blurred vision, face pains, back pains, body and joint pains, body tingling and numbness, inflammation, chest pains, loss of breath, heavy and painful periods, big clots during periods, constant bleeding, swelling of feet, fatigue and weakness, anxiety and depression, hurt to touch skin, pelvic pain, hip pain, bloating of stomach, weight gain, moodiness, loss of sex drive, hard to lose weight, bruise easily.